Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Visual inspection of the as returned product identified severely damaged hex, platform and external threads. Functional testing and dimensional analysis could not be performed because the device was severely damaged. Appropriate documentation was reviewed. DHR review for the lot (2018020533) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (2018020533) for similar events and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the internal connection of the implant was getting rounded during placement due to a damaged drive feature. The implant was removed and replaced. Tooth location 36.